Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and to report new information in the following fields: d8, h6, h10. The device history records for this device could not be reviewed since no serial number was provided. Olympus only ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is undetermined. As stated in the instructions for use may prevent this event: important information ¿ please read before use maintenance management the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and / or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 159. If the irregularity is still observed after inspection, contact olympus.

Manufacturer narrative:
Model number: the literature lists gf-uct140 as the model number. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled "risk of infection transmission in curvilinear array echoendoscopes: results of a prospective processing and culture registry", 22/540 cultures of linear endoscopic ultrasound (eus) (4,2%) were positive for gram-negative bacilli after cleaning and high level disinfection (hld). Beginning in february 2015 to february 2016, curvilinear array (cla) echoendoscopes at a single tertiary care center underwent prospective bacterial surveillance cultures after reprocessing. Any growth of gram-negative bacilli was considered to be critical. Echoendoscopes with a positive result underwent quarantine followed by repeat disinfection and culture. During the study period, 540 cultures were obtained; 521 (96.5%) were primary cultures obtained from 18 cla echoendoscopes. Twenty-two primary cultures (4.2%) were positive for gram-negative bacilli after high-level disinfection reprocessing. Eleven different bacteria were isolated: klebsiella pneumoniae, citrobacter freundii, escherichia coli, pseudomonas aeruginosa, klebsiella oxytoca, sphingomonas paucimobilis, acinetobacter baumanii, enterobacter cloacae, hafnia alvei, pseudomonas putida, and stenotrophomonas maltophilia. Antibiotic sensitivity data on 19 of 24 bacteria (79.2%) isolated from positive primary cultures revealed no documented cases of carbapenem resistant enterobacteriaceae, cephalosporin-resistant-klebsiella, or multidrug-resistant acinetobacter. There have been no documented cases of patient-to-patient transmission. Conclusions: after following standard high-level disinfection and reprocessing, cla echoendoscopes can remain culture positive for high-concern organisms. Recommendations regarding infection risk should take into consideration elevator-containing echoendoscopes in addition to duodenoscopes to ensure patient safety and endoscope reprocessing efficacy. Case with patient identifier (B)(6) reports gf-uc140p-al5 scopes testing positive after hld, case with patient identifier (B)(6) reports gf-uct 180 scopes testing positive after hld, and case with patient identifier (B)(6) reports gf-uct140 scopes testing positive after hld.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported. The device history record for the complaint device could not be reviewed as the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The definitive cause of the reported event could not be determined. The device was not retuned to olympus for physical evaluation. There were no human subjects in this study (no patients impacted).